Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom on (B)(6) 2015 to report the receiver initialized without a manual restart on (B)(6) 2015. The patient did not report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. A receiver functional test was performed and it passed. The receiver log was downloaded and reviewed, with no related errors found. The receiver was opened for further investigation and corrupted memory was found, a defective u2 assembly prevented memory retention. The reported event of initializing screen without manual restart was confirmed. A root cause was determined to be a defective main pcba u2.

Manufacturer narrative:
(B)(4). Correction - remove: "the receiver was opened for further investigation and corrupted memory was found, a defective u2 assembly prevented memory retention. The reported event of initializing screen without manual restart was confirmed. A root cause was determined to be a defective main pcba u2."

Event description:
The receiver was charged and rebooted. The receiver case was opened for an internal visual inspection and it passed. The log was erased, no data available within the investigation window. The reported event of initializing screen without manual restart was not confirmed. A root cause could not be determined post investigation.